Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: event: under infusion: event description: the customer recently began using the perfusor space with the 10 ml bd syringes for antibiotics and discovered approx .5 mls left in the syringe from a 6-8 ml infusion. No patient injury.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Multiple attempts to obtain the device, were not successful; however, pump logs were available for review. Based on the review of the operational logs, there were no indication that the pump malfunctioned. The pump operated as intended and the reported defect was not confirmed. If the device and/or any additional pertinent information becomes available, a follow up report will be submitted.